Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hyperglycemia with blood glucose (bg) of 330 mg/dl after the ilet operated in bg run mode due to loss of dexcom g7 cgm input. The user was instructed to enter the correct sensor pairing code; the cgm successfully paired and automated delivery resumed. Bg levels stabilized, no hospitalization or long-term effects were reported.